Event description:
Trilogy evo vent has the touchscreen lock on in options. With this option on, the ventilator should remain with the touchscreen locked unless someone actively unlocks it. When the touchscreen in actively unlocked, it should revert to locked after 5 minutes of no touchscreen activity. However, the mother has found it numerous times unlocked, even though no one has actively unlocked it, and there had not been any vent touchscreen activity for over 5 minutes, sometimes much longer. When the rt (respiratory therapist) did testing on some other trilogy evo vents in our stock, we found the same situation, leading us to believe it was not an individual ventilator malfunction. Mom was to manually activate the touchscreen each time she uses the ventilator and after every time she unlocks it. The rt (respiratory therapist) talked with respironics extensively and they did not have a solution. For now we are asking families to manually relock the screen when desired.